Manufacturer narrative:
The post market surveillance department reviewed the patient's medical records. Based on the 7 pages of medical records information it appears that this (B)(6) year old male patient with esrd started pd therapy on (B)(6) 2015. Cloudy peritoneal dialysis effluent was cultured and grew citrobacter freundii. The patient was prescribed vancomycin 2gm intraperitoneal (ip) route one time, gentamicin 40mg ip route at bedtime for two weeks, and cipro (ciprofloxacin) 250mg by mouth twice daily for two weeks. The patient did not require hospitalization for this event and has remained on peritoneal dialysis. There is no documentation in the medical record supporting a possible association between the delflex peritoneal dialysis solution, the liberty cycler, and the event of peritonitis. The serious event of peritonitis is considered expected. Peritoneal dialysis patients with end stage chronic renal failure are generally immunocompromised, with increased risk of peritonitis, while on pd replacement therapy. Moreover, peritoneal catheter placement breaks the natural barriers that prevent microorganisms to reach sterile environments like the peritoneum.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the device MFR's investigation.

Event description:
A continuous cycling peritoneal dialysis (ccpd) pt called technical support regarding drain complication alarms. During the call, the pt stated he had peritonitis. Upon follow up with the pt's pd nurse, she confirmed the pt was diagnosed with touch contamination peritonitis and treated with antibiotics. The pt was not admitted to the hospital for this event. He continues with the ccpd program in stable condition. Pt records were requested.